Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The baffle shelf module portion of the bag to vent switch was replaced to resolve the reported issue. No report of patient involvement. Unique device identifier: (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that during the machine check out, the system leak was detected. There was no report of patient involvement.